Event description:
An infusion pump that "alarmed and powered off" during pt use. The pt was in route to the operating room from the intensive care unit with all three channels in use infusing versed, fentanyl, neo-synephrine, and vecuronium, the pt was reported to become hypotensive but there was no report of pt injury or need for medical intervention. Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or blood pressure reading, rates and concentrations of medications, or set up of the device.